Manufacturer narrative:
A field service engineer (fse) discovered the vent line tubing that was disconnected from the fitting on the aspirate needle and leaking down into the floor of the instrument. The fse replaced the tubing and all of the pinch valve tubing in the sample access reservoir. The fse also cleaned the probe wipe assembly and replaced the drip tray under the blood sample valve (bsv) because it was cracked. The fse verified repair per established procedures. Results meet published performance specifications. Root cause is the vent line tubing disconnected from the fitting on the aspirate needle.

Event description:
A customer reported a bloody leak around the needle assembly and coming out the bottom of the lh750 instrument. The customer could not locate the source. The customer was wearing proper personal protective equipment (ppe). There was no contact to mucous membrane or broken skin. No one sought medical attention.